Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced the high blood glucose of 33.3 mmol/l at the time of incident and current was 33.3 mmol/l. The customer was treated with pump. The customer reported that incorrect reading of her sensor and pump keep on suspending the whole day because the reading from the sensor was too low but when she check her sugar it was high. The device will not be returned for the analysis.